Event description:
Elective surgery to remove broken hip stem and revision work; three devices removed.

Event description:
Add'l info rec'd from MFR 3/7/2005: the devices were implanted for 14-1/2 months. Brand name, of each device involved in this event report. Catalog number: 00-9981-180-33 zmr hip system femoral stem, porous stem, 18.0 x 220mm, bowed; 00-9993-017-45 zmr hip system femoral body, cone body, 46 x 45mm neck; 00-8018-032-01 versys hip system femoral head; 00-2232-001-28 cable-ready cable grip system cerclage cable; 00-2232-002-05 cable-ready integral long gtr w/4 cables. MDR number 1822565-2005-00005 was submitted to the FDA on feb 1, 2005.